Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a original battery cap and a new battery. Unit powered up properly after battery installation. No failed battery alarms noted. Unit was downloaded successfully using thus software. Adapt was utilized to search for any alarms that may have occurred in the past, near, or on event date. The adapt tool revealed no relevant alarms recorded in download history files to confirm complaint codes. No available power data on the event date was recorded. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed battery alarms noted during testing. Unit was cut open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. Moisture damage noted on keyboard flex connector gold traces and force sensor gold traces during visual inspection. The following cosmetic damages were also noted: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and scratched case in summary, customer concern for failed batt alarm is not confirmed. No unexpected failed batt test alarms noted during testing. Unit tested successfully. However, corroded electronic assemblies were noted which may have caused intermittent battery failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, cal error/ calibration not accepted, sensor glucose vs. Blood glucose, belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7040a, acc-1601. Customer reported receiving a battery failed alarm. Customer reported damage to the belt clip. Customer is reporting a discrepancy between sg and bg. Customer reports receiving a "calibration not accepted" alert. Trouble shooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-7040a. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.